Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A dark solution is dried on the edge of the optic. One haptic is fractured in the gusset area with suture material attached to the positioning hole of the haptic. Marks are observed on the optic. Follow up attempts were made. At this point, no further information available at this time. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during the posterior vitrectomy surgery plus phacoemulsification and intraocular lens insertion in the left eye surgeon evidences narrowing in the insertion site, which causes damage to the optics. The surgery was completed on the same day by using a back up device without complications. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).